Event description:
Dome detached during traction removal. Detached portion was removed endoscopically. Administration: phenobarbital. Lubricant was used before removal. The depth of the stoma was 3 cm. Indwelling period was 180 days.

Event description:
Dome detached during traction removal. Detached portion was removed endocopically. Administration: phenobarbital. Lubricant was used before removal. The depth of the stoma was 3 cm. Indwelling period was 180 days.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the mechanism of damage is undetermined at this time. The complainant indicates the complaint sample had been in place for approximately 180 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.